Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced a pulmonary hemorrhage requiring a blood transfusion. After the biopsy portion of the procedure was completed, the catheter was removed and it was noticed that blood was coming out of the left lung. A blood transfusion was required. The patient was reported as stable. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.